Event description:
The aeon endostapler consists of a handle and reload. During a right upper lobectomy, an aeon reload was used on the bronchus. After the firing, the reload could not be retracted. To remove the reload from the tissue, the surgery was converted to an open approach. No further intervention, patient complications or harm associated with this incident.

Manufacturer narrative:
Results of the investigation indicated that the user failed to follow the instructions provided in the instructions for use (IFU). Note: this report is being submitted as a follow-up to report 3012998149-2024-00003. Initial report 3012998149-2024-00003 was submitted within the 30-day timeframe of the event on (B)(6) 2024. The purpose of this report submission is to clarify the date of the initial report ((B)(6) 2024) and add the date of the event (03/06/2024).